Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead had dislodged. The patient was in stable condition but a lead revision was reported would be scheduled. It has not been confirmed that a revision has taken place. No additional case information was available at this time.